Manufacturer narrative:
Device evaluation: no product was received for investigation. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that patient tubing was disconnected. It was able to be reconnected but the pump stopped. The pump was unable to be restarted as the sterility of the tubing was broken. There was patient involvement and no patient harm/adverse event reported.